Event description:
It was reported that the physician pulled a vacuum, tried to activate the hydrophilic coating, then turned the catheter clockwise. However, placement was not possible as the membrane started to unwrap on the proximal side, resulting in the catheter becoming stuck in the sheath. There were no reported pt complications and no other intra-aortic balloon (iab) was used. Add'l info rec'd from (B)(6) on (B)(6) 2010 stated that during the procedure, the pt got a large hematoma, so the physician decided against a second attempt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.